Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when the physician inserted the guidewire to the common bile duct, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The physician used different balloons and devices to retrieve the detached tip. The procedure was completed with a different device. There were no patient injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.